Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced communication issues between the transmitter and pump. There was no reported impact to the customers blood glucose level. Reportedly, the customer believed the pump to be the issue. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.